Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. There was no damage reported to the battery compartment or battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-sep-2019 with the following findings: during investigation, there were no power interruptions observed in the black box download. No damage found to battery cap. The battery cap attached securely to the pump. There were no power issues during testing. The battery compartment was found to be cracked. There was corrosion in battery compartment. The pump leaks at battery compartment. The pump was opened; no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.